Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition that the device had intermittent operation and would not run was confirmed. It was determined that the found defect was due to improper reprocessing. It is more probable that the device was immersed, and a small amount of water crossed the silicone layers which affected the motor. The assignable root cause of these conditions was determined to be traced to environmental conditions. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device was running intermittently and stopped running. It was reported that after dismantling the device, a burnt coil was detected inside the motor, which caused the dead spot. It was reported that the electrical control unit (ecu) passed testing without failure. It was noted that residues and corrosion were detected inside the handpiece. It was further determined that the device failed pretest for check the function of the device, and check the power with the power test bench. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.